Manufacturer narrative:
The device is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Manufacturer narrative:
The device is expected to be returned following the replacement procedure. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this device had reached elective replacement indicator (eri). Eri was reached due to a long charge time of 20.6 seconds associated with a battery voltage of 2.65 v. A replacement procedure was scheduled. No adverse patient effects were reported.

Event description:
A replacement procedure was performed and the device was explanted.